Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, when inserting the coil into microcatheter and pushed it out several times with the guidewire (subject device), the resistance was encountered; therefore, the guidewire (subject device) was withdrawn and found that the guidewire's tip (subject device) was disconnected. There were no reported clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added h4 manufacturing date ¿ added the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush was not maintained as instructed in the dfu to prime the catheter for smooth movement of the guidewire. This likely resulted in the reported resistance and caused the guidewire tip to fracture. Since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user, an assignable cause of use error will be assigned to this complaint.

Event description:
It was reported that during procedure, when inserting the coil into microcatheter and pushed it out several times with the guidewire (subject device), the resistance was encountered; therefore, the guidewire (subject device) was withdrawn and found that the guidewire's tip (subject device) was disconnected. There were no reported clinical consequences to the patient.